Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system (subject of this report) was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). On (B)(6) 2012, the patient was implanted with an advantage fit system. The complainant provided the names of four physicians; all four were contacted, but no additional information could be provided.

Manufacturer narrative:
The following physician names were supplied: (B)(6) md. Since there are multiple physicians involved, the attorney who coordinated the reporting of this event is listed as the initial reporter. Dr (B)(6)'s nurse indicated that he would not have been the one to implant the patient and could provide no record information. A nurse at dr. (B)(6)'s office indicated they had not seen the patient since 2010, and they could no provide any further information. A nurse at dr. (B)(6)'s office indicated that because of hipaa, no information would be released without consent of the patient.